Manufacturer narrative:
Findings: unit received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusions test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm unexpected restart alarm due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage and unexpected restart. Customer's blood glucose at time of incident was 69 mg/dl. The customer reported that the device was exposed to water. Customer stated that she laid her pump in a puddle of water on her table. Customer reported there is fluid under the lcd display. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 69 mg/dl. The customer did not want to troubleshoot low blood glucose just wanted to get the pump replaced.